Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with pre-operative diagnosis of spinal stenosis underwent fusion at l3-s1.intra-op, tip of the screw driver broke. The surgeon was not able to remove the fragment from the screw. It did not prevent the insertion of the rod and the insertion of the set screw. Fragment of the product remains inside the patient. No revision planned or needed.

Manufacturer narrative:
Product analysis: just the outer shaft and cap returned. The pin that connects the center shaft to the collar has been sheared. This is consistent with torsional overload. There is some damage to the threads of the outer shaft. If information is provided in the future, a supplemental report will be issued.